Event description:
It was reported that the proximal shaft of the balloon was fractured. The target lesion was located in the left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the proximal shaft of the balloon was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 44.4 cm distal from the strain relief. Both sections of the hypotube were kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the proximal shaft of the balloon was fractured. The target lesion was located in the left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the proximal shaft of the balloon was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.